Event description:
The following has been reported: biomed reported : "red service needed error.". Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failure. Damage was found on the lever arm boot. The device was powered on and a red pump service alarm was observed. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage and perform testing on the pneumatic assembly. No internal damage was identified. Tests were run on the pneumatic system. The system failed recharge testing and hardware testing, indicating an air compressor failure. The air compressor will be replaced when a new pneumatic plate assembly is installed during repair.